Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia for evaluation. The customer's report was observed during the initial testing. However, the customer declined the repair. The device was returned to the customer unrepaired and labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.